Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not power on and was exposed to moisture. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit received with blank display anomaly due to moisture on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with moisture damage on motor and vibrator motor. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.